Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic vaginal hysterectomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle. The surgery was delayed. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/27/2020 additional information: d10, h6 additional h3 investigation summary: two empty open foils and one suture piece inside a pouch of product code j346, lot am3179 were received for analysis. During the visual inspection of the opened suture piece, body fluids and the end of the suture pieces cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture and needle were not returned for analysis. A manufacturing record evaluation was performed for the finished device lot number am3149, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 07/17/2020 additional information: d4, d8, e2, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.